Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that during the patient's follow-up visit the physician noticed a lot of ns-vt (non-sustained ventricular tachycardia) and short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.